Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the bending rubber was scratched and chipped. The video connector was cracked and scratched. The universal cord had a leak due to a cut in the video cable. The video connector case was deformed. The label on the light guide connector was peeled. The light guide lens was deformed. The label on the video connector was peeled. Due to wear of the angle wire, the bending angle in the up direction did not meet specifications. Due to wear of the angle wire, the angle knob torque of the forceps elevator lever at engage did not meet specifications. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The flex video scope was returned to an olympus service center for evaluation with a report that there was a crack. There was no patient or user harm associated with the event. Inspection and testing found the adhesive around the objective lens deteriorated and peeling. This report is being submitted for the malfunction found during the device evaluation.